Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed unexpected restart after the battery was taken out and the alarm could not be cleared due to unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The customer also reported that button error was received. The customer¿s blood glucose level was 5.1 mmol/l at the time of the incident. It was stated that the insulin pump perhaps being pressed against a seat belt was the significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.